Event description:
Rptr had augmentation. Ruptured left implant in 1989 or 1990 but unknown until rptr had the dr check because of pain and malformation. Implant replaced by same dr on 7/8/91 with another co's implant. Since then rptr has experienced a total loss of sensation, some pain and discomfort but dr says it is excellent 11/31/91 and doing well, 12/31/91. Rptr disagrees. Breast feeding was difficult and only did it for 3 weeks in 1992.